Event description:
The rptr stated rptr did back to back blood glucose tests, using different finger sticks and strips. The results were 255 and 193 mg/dl. Rptr stated that rptr was a little bit more tired than usual. Rptr stated that rptr had used a lot of blood for the first sample, and had to squeeze rptr's finger for the second sample. Both confirmation dots turned blue. A control solution test result was in range, 138 (98-147). No harm was alleged.